Manufacturer narrative:
Return requested. Replacement computer shipped to site 09/14/2015. Medtronic investigation of returned suspect computer finds that reported issue could be replicated. No power when tested. The green light on motherboard comes on and then as soon as fan moves, the green light turns off. Tried another power supply and computer still would not power on. Symptoms point to motherboard malfunction. Computer failure - motherboard malfunction. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. (B)(4) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The navigation system computer stopped functioning and failed to re-boot. The medtronic representative replaced computer with a new computer. System was operational after the computer upgrade. System performed as intended.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system computer screen disappeared and went to message no input detected. In trouble-shooting, the medtronic representative power-cycled the navigation system several times without success. Confirmed the ac power connections to the computer. Intermittently when plugging the computer into different ports, the mouse light would go on temporarily, then turn off. The fan on the back of the computer was not working. Using a new port on the isolation transformer did not resolve the issue. Confirmed video chain connections, issue persisted. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.